Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited diagnostic anomaly. No intervention has been performed. The patient's condition was stable.